Manufacturer narrative:
Please note: this product device was part of a kit - k2424 lot# 1206800. Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the bag and bead attachment of the event unit were returned for evaluation. Upon inspection, engineering confirmed a tear on the bag that had portions of sharp edges and portions of ruffled edges. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. Based on the evaluation of the returned product, engineering has concluded that this incident most likely resulted from contact to the retrieval bag with sharp instrumentation. It is likely that the sample excised traveled through the cut causing the ruffled tear. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." And "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Event description:
Lap chole - "the bag burst while the physician was pulling it through the incision. The tip of the bag along the seam ripped. This resulted in stones falling back into the abdomen." Patient status: ok.